Event description:
It was stated that "it broke at teh head when malleting. No issues with the patient."

Manufacturer narrative:
Based on the reported event and the returned device, it is hypothesized that excessive impaction forces were applied during use. Repeated high-impaction forces used to seat the barbs into the cage likely exceeded the mechanical strength of the component, resulting in overstressing and ultimately in fracture of the barb impactor beneath the weld area.